Event description:
Subsequent to the initially filed report, corrected information: it was reported that an arteriotomy closure of a highly calcified common femoral artery was achieved using a starclose se device with a 6f sheath after a peripheral stenting procedure. Reportedly, after successful clip deployment with no issues, the starclose se device could not be removed from the tissue. A safety release mechanism was used; however, the device was removed with force. The starclose se clip achieved hemostasis. No tissue damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality. The starclose se device was used in an area of calcified plaque and was pulled out with force. It should be noted that the starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. In addition, do not advance or withdraw the starclose se vascular closure device against resistance until the cause of resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device which may necessitate interventional and/or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: procedure description.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a highly calcified common femoral artery was attempted using a starclose se device with a 6f sheath after a peripheral stenting procedure. Reportedly, after successful clip deployment with no issues, the starclose se device could not be removed from the tissue. A safety release mechanism was used; however, the device was removed with force. Manual arterial compression was used to achieve hemostasis. No tissue damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.